Manufacturer narrative:
The device is expected to be returned for evaluation but has not yet been received. The investigation is ongoing. A supplemental report will submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
It was reported the subject device had a cracked paddle. The issue was observed during reprocessing. There was no patient involvement reported.

Event description:
It was reported the subject device had a cracked paddle. The issue was observed during reprocessing. There was no patient involvement reported.

Manufacturer narrative:
Updated fields: g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusions), h10 this report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. Based on the results of the investigation, it is likely that the following led to the malfunction: the most probable cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. A device history review (DHR) was completed, and no issues were identified. Olympus will continue to monitor the field performance of this device.